Manufacturer narrative:
No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Event description:
The user reports they experienced a foreign body sensation, a pain, redness in the left (os) eye and sought medical treatment. Patient was prescribed gatifloxacin hydrate but symptoms did not improve. The user visited an eye clinic on (B)(6) 2022 and was diagnosed with bacterial keratitis/corneal ulcer and was prescribed tobramycin and cefmenoxime hydrochloride. The user states they were seen for follow-up appointments on june 1, 5, and 12. On 15 june the patient indicated they are now administering cefmenoxime hydrochloride and fluorometholone four times daily and the condition is improving. Additional information received from the treating physician that the patient was diagnosed on 1 june with a corneal ulcer caused by bacterial keratitis. Tobramycin, cefmenoxime, and ofloxacin were prescribed. At the follow-up visit on 5 june the patient's condition was improving, medications continued as prescribed. At the follow-up visit 12 june the lesion had healed but patient was left with corneal scaring, with no impact to visual acuity. Cefmenoxime, ofloxacin, and fluorometholone were prescribed. This event is being reported due to the conditions of corneal ulcer and microbial keratitis which required medical intervention to prevent or preclude permanent injury or impairment of eye function or structure.